Event description:
It was reported that the lead was removed due to capture anomaly and high thresholds. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event was not verified. The lead exhibited normal electrical characteristics. The insulation was found abraded in several areas. The insulation abrasion is consistent with lead friction to another implanted device.